Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: one loss of prime warning eaw 162 observed in the blackbox on (B)(6) 2015 with low non zero force. The pump was exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 202. Battery compartment cracked alongside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.